Event description:
A report received from the user facility indicated that a male donor who donated frequently was undergoing a double needle amicus apheresis procedure. The adc ratio was 11:1, citrate infusion rate was 1.25 and the expected platelet yield was 9.54. When 2497ml of blood had been processed, the operator reported the instrument experienced a centrifuge line blockage alarm. The operator could not get past the alarm condition and the procedure was discontinued. A red fibrin clot, described as long and string-like was noted in the platelet collection pack when removed from the centrifuge. At that time, the operator noted that the plasma in the platelet poor plasma bag was "jelly-like" but was normal in color. It was reported that the anticoagulation citrate dextrose solution bag did not appear to have decreased in volume since prime, indicating that no acd had been used during the procedure. The donor did not experience any adverse effects. The donor was released from the center and was contacted the next day by the center. The donor reported to the center that he was "fine".

Manufacturer narrative:
From the investigation performed on the returned mini-pump ((B)(4), MFR date: 09/98) removed from the instrument it appears that excess grease within the pump housing had solidified causing the pump to bind slightly. The additional friction likely caused the retaining screw to back off the retaining washer. At some point, the mechanical connection between the intermediate gear and the pinion gear could no longer maintain transfer of the motor torque to the roller gage; ultimately, resulting in the event reported by the customer.